Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient's anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the protective sheath was removed from the device during prep, the stent came off with it. No unusual resistance was noted. The device was not used on the patient. No additional event or patient information is available.